Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records and communication. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The reported issue for the device was no image on the monitor. This issue was resolved by the customer in troubleshooting. The cable at the back of the device was loose and image was available once the cable was secured. There was no malfunction of the device. The instructions for use includes the following statements: properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result.

Manufacturer narrative:
Customer reported that upon troubleshooting, the issue was resolved. The cable at the back of the device was loose. The issue was resolved with securing the cable. The device will not be returned. A definitive root cause of the reported complaint cannot be determined at this time, as device will not be returned. Supplemental report(s) will be filed as any further information becomes available.

Event description:
As reported for this event, during set up for an unknown diagnostic procedure, the device yielded no image on the monitor. There is no patient involvement and no harm reported to any patient.